Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cerebral injury remains unknown.

Event description:
During the procedure, a transient occular disorder (right vision loss) occurred for approximately 30 minutes. Mapping of the right and left ventricular extrasystoles was done for 90 minutes and six ablations were performed in the right ventricle. The occular disorder resolved within 30 minutes with administration of aspirin.